Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample of model me2017 was received for quality investigation. The customer complaint that the tubing had cracked which resulted in the tube leaking and blood backing up in the line, was verified by visual inspection. Visual inspection indicated a crack from the female luer lock thread with a significant amount of the luer lock thread missing. No further defects were observed. A device history record review could not be performed on model me2017 because a lot number was not provided by the customer. Although the root cause cannot be definitively determined, excessive tightening the luer connection can cause the cracks seen in the female luer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample of model me2017 was received for quality investigation. The customer complaint that the tubing had cracked which resulted in the tube leaking and blood backing up in the line, was verified by visual inspection. Visual inspection indicated a crack from the female luer lock thread with a significant amount of the luer lock thread missing. No further defects were observed. Although the root cause cannot be definitively determined, excessive tightening the luer connection can cause the cracks seen in the female luer.

Event description:
It was reported that the 60 in ultra minibore extension set experienced cracks -microchannel issues and blood backflow during infusion. The following information was provided by the initial reporter: material #: me2017, batch/ lot #: unknown. Rn changed out pt dexmed drip. Upon doing her safety checks, rn noticed pt's drip line was backing up with blood and there was fluid on the floor. Upon further inspection, rn noted that the tubing where the dexmed was running had cracked at the end and was running onto the floor,